Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace 68) was kinked approximately 57.0 cm from the hub. Conclusions: evaluation of the returned device revealed it was kinked. The location and type of damage observed on the ace 68 typically occurs if the device is withdrawn from the packaging shell prior to removing the tubing tray. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During preparation for a thrombectomy procedure, while flushing the penumbra system ace 68 reperfusion catheter (ace 68) the physician noticed that it became kinked. The damage to the ace 68 occurred prior to use and therefore, it was not used for the procedure. The procedure was completed using a new ace 68.